Event description:
The device analysis on the returned electrode revealed separation of the shaft from the hub. The root cause is excessive external mechanical force placed upon the shaft which led to the complete separation of the shaft from the hub.